Event description:
On (B)(6) 2010, the patient was implanted with four gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2012, a computed tomography revealed that the main body of the trunk-ipsilateral leg component and the left side of the patient's graft was occluded. The reason for the occlusion is unknown but the physician stated that the patient had a history of coagulopathy which may have led to the occlusion. On (B)(6) 2012, the patient was implanted with a three gore excluder aaa endoprosthesis to reline the grafts. An aorto-uni-iliac procedure on the left side was performed. The patient tolerated the procedure.

Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted and related to this event: pxc201400/7299413, pxc201000/8361886, pxc121400/8268933.